Event description:
It was reported that the insulin pump alarmed no delivery when the reservoir gets about 3/4 to finished. Customer stated that he used last reservoir and they seem to jam about 3/4 of the way down. Customer stated that he uses pen to push it through. No troubleshooting done due to call was dropped. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.